Manufacturer narrative:
Unable to verify this complaint as the prod was not returned for investigation. A review of complaint history shows one similar complaint. Sales rep has been in contact with the facility to provide inservicing regarding care and maintenance of equipment.